Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the auto mode was not active at the time of incident due to blood in cannula.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the cannula was bleeding. The insulin pump will not be returned for analysis.